Event description:
Procedure: lap hernia repair. According to the reporter: liver function test value, such as got, gpt, were raised after procedure. The values fell immediately after medication. The next day of surgery: got 28, gpt 31. The 3rd day after the surgery; got 41, gpt 46.

Manufacturer narrative:
(B)(4).